Manufacturer narrative:
The event occurred on an unspecified date in 2017. The customer reported this event to the FDA through medwatch mw5091463. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floseal was used on a patient that underwent a surgery due to a biofilm that had formed on a metal ¿rod¿ placed on the l3-l4 spine. It was reported that after the hardware was removed, ¿a fair amount¿ of bleeding occurred due to ¿kind of raw edges¿. It was reported the wound was packed with floseal to help control the bleeding. Two drains were used on each side of the wound. It was reported the two "large" cavities, were opened, and pieces of non-baxter granufoam were inserted, then connected. On an unreported date following the surgery, the patient experienced a swooshing feeling down the left leg. A CT angiogram was performed which revealed a left popliteal and tibial artery occlusion. A revascularization procedure was performed, and a blood clot was observed; subsequently, an embolectomy was performed. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.